Event description:
Event description cpi received information that this patient received 20 inappropriate shocks in one night. Interogation of his device showed normal sinus rhythm with noise on the ventricular rate sense channel. During a lead revision procedure, insulation damage was seen on both leads at the distal end of their terminal pins. Both leads were cut and replaced. The proximal segments were returned to cpi for analysis.